Event description:
Please note change to d10, g7, h2 h6 and evaluation.

Event description:
Procedure: lobectomy. Reportedly, after the device was fired over the broncial tube the surgeon opened the approximating lever but the jaw did not open. The tissue was cut additionally and the instrument released with the tissue. The fragment was reinforced with the hand sewing and it could be recovered.